Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the physician experienced trouble making contact with the tissue and the loop catheter appeared misshaped on fluoroscopy. Visual inspection upon removal of the loop catheter noted that the loop catheter was not in its original shape, and some degree of inversion was suspected. The catheter was then replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012615979 was received and analyzed. Visual inspection was performed and the catheter was returned with an inverted spiral array. The slide function was stuck, and the capture device's shape appeared normal with no unusual features. The catheter connected smoothly to a test catheter interface cable with no resistance. The connection was secure, as both latches fully engaged into the catheter connector. The slide control function remained stiff, even after softening the guidewire lumen with disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip rotating approximately 170° in both directions. However, the stiffness of the slide control mechanism limited its full range of motion. The catheter was reprogrammed and connected to the generator via a test catheter interface cable. During the procedure, a 2003 system error has occurred (indicating that there was a relay error). Electrical continuity testing revealed an open loop at electrode e7. X-ray imaging showed kinked and entangled electrode wires in the shaft near the dual lumen region. Further dissection revealed a bond failure between the hypotube and guidewire lumen in the shaft. Additionally, excessive blood was found inside the catheter shaft region, with electrode wires soaked in blood. In conclusion, the reported inverted array issue was confirmed during testing and the loop catheter failed the returned product inspection due to an inverted array, hypotube bond failure, and kinked/tangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.